Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP devices sound abatement foam. After review, the sound abatement foam issue includes particles in tubing/chamber, nasal/throat irritation or soreness. The health effect impact codes have been updated as a result. In addition, the manufacturer received new and relevant information on (B)(6) 2022 from the patient alleging dark greyish substance on filters, blowing out substance from nose. Health effect clinical codes have been added as a result.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058